Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 371 to 900 mg/dl at the time of the incident. The customer was at 102 mg/dl at the time of the call. The customer used the pump and was given intravenous insulin and saline to treat. The customer experienced symptoms such as weakness and nausea. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer got an insulin flow blocked alarm. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.